Event description:
It was reported that the pt's device "worked great" for her then stopped working. The device was replaced. Further info from the healthcare professional was requested.

Manufacturer narrative:
(B) (4).